Manufacturer narrative:
This is a supplemental report to provide additional information. The inspection result of device could not be confirmed. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to local service department. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the monitor didn't power up. There was no report of patient injury associated with the event.